Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that pump was able to rewind, but then would not initiate the load step of the sequence. It was reported that there were no motor sounds to indicate that the motor was loading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: the pump failed to recognize the cartridge during the load cartridge step. The force sensor calibration test revealed that the sensor was not detecting the correct force and the resistance was out of specifications. There was contamination found on the force sensor when the pump was opened. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.